Event description:
Customer's mother called to order more supplies for customer. Customer's blood glucose was 481 mg/dl. Customer had run out of supplies and was off the insulin pump for two days. Customer experienced stomach pains. An emergency supply order was created for customer. Customer was advised to monitor her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).